Manufacturer narrative:
It was reported that the patient sustained a burn injury from treatment using a hotpac. The device has not been returned for evaluation. At this time we do not know the degree of the burn or the details of the medical intervention that was required to treat the patient for the injury. Additional reporting on this event will be provided as a supplemental report to this document if the device is returned or additional information is received.

Event description:
It was reported that the patient sustained a burn injury from treatment using a hotpac.